Event description:
According to the received information, the patient was injected with one syringe of teosyal rha 2 to both lips on (B)(6) 2022. On (B)(6) 2022, the patient reported swelling in the lips and had a follow-up appointment with the injector. As treatment, the injector used a dissolving agent (product and quantity unknown) and prescribed antihistamines (bemadryl and pepcid). On (B)(6) 2022, the patient went to the emergency room due to full facial swelling. It is unknown what treatment was given and symptoms were still ongoing on (B)(6) 2022. No additional information could be retrieved at the time of this report.

Manufacturer narrative:
Additional MFR narrative: additional information has been queried to reach final conclusions.

Event description:
According to the received information, the patient was injected with one syringe of teosyal rha 2 to both lips and low nasolabial folds on (B)(6) 2022 and with botox in the chin, glabella, eyebrows, forehead and crows feet. On (B)(6) 2022, the patient reported swelling in the lips and face itching and had a follow-up appointment with the injector who diagnosed an allergic reaction. As treatment, the injector prescribed antihistamines (zertec) and an hydrocortisone cream. On (B)(6) 2022, the patient went to the emergency room due to full facial swelling and was treated with cortisone (prednisone) and antihistamines (pepcid, benadryl). The same day, the patient came to the clinic for evaluation and received a 1500 iu hyaluronidase injection in the lips and low nasolabial folds. The patient was instructed to send pictures daily until complete symptoms reoslution. On (B)(6) 2022, the patient came for a follow-up visit and there was only minimal oedema left under the eyes, some filler could still be noticed on palpation in the contours of the lips and smile line on the side of the mouth. Therefore, the patient received a second hyaluronidase injection (1000 iu) in these areas. However the swelling improved after the hyaluronidase injections therefore the injector prescribed anti inflammatories (metrol dose pack). Despite several reminders, no additional information could be retrieved.

Manufacturer narrative:
Additional MFR narrative: allergic reactions that manifest within minutes to hours as oedema, erythema, pain and itching (pruritus/urticaria) are well-known and documented reactions in hyaluronic acid injections. They can be due to either the disinfection agent (eg, chlorhexidine) or ha fragments or other filler components (eg, lidocaine) is possible. Reactions can be severe and long-lasting (several weeks) with whether localized or generalized edema. With appropriate medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.